Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to systemic infection. Reportedly, the patient developed streptococcal pneumonia and flu which eventually led to streptococcus septicemia. The patient was then treated with antibiotics. The patient continued to be sick so an extraction was performed. There were no additional adverse patient effects reported. The rv lead was explanted.